Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted the o2 tube from the outlet connector had become dislodged. The o2 tube was tightened and reconnected. The unit was returned to service.

Event description:
The hospital reported the unit was indicated on the o2 flowmeter that auxiliary o2 was delivering, but the unit was not actually delivering o2. There was no report of patient involvement.